Event description:
Complainant alleged that during a routine shift check by a clinician, the device's knob fell off and the device was only able to power on when pliers were used. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.